Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that on the medical surgical floor, zosyn was programmed using guardrails to infuse over 24 hours. Clinician. Upon further customer follow up it was noted the clinician manually programmed the infusion incorrectly. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c,d and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that on the medical surgical floor, zosyn was programmed using guardrails to infuse over 24 hours. Clinician. Upon further customer follow up it was noted the clinician manually programmed the infusion incorrectly. There was patient involvement however patient impact is unknown.